Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their external neurostimulator (ens) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that during the trial they could not feel the stimulation was were not sure what they were looking for. The patient said that the amplitude was at 0.2 and could not feel anything, so they turned it to 1.9 and the amplitude was too strong, but the rep said to keep it there. The patient kept the amplitude there for a day but then was so sore that they felt like they had a baby. The patient turned the amplitude down to 1.8 which was still too high and it was a hard stimulation that felt like something had hit them so they turned the amplitude down to 1.7 and they said that they seemed good to go on 1.7 and they were not sure where to put the amplitude because it did not say anything in their books about what to have their settings at. It was reported that the patient had a bad infection during the trial and they were in an awful amount of pain and they had to go on antibiotics before they could get the implant. The patient was on antibiotics for four days and the infection was gone before surgery. It was reported that during the trial, the device had changed settings without the patient changing them, and would do it by itself through the day. The patient stated that the device would not stay lit and when they checked the settings again it would not be on the same number as what they had left it at. Additional information was received from the patient. They clarified the date of their trial device and when the infection was.